Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced due to intermittent control of spasticity. The pump was not alarming but it was replaced and nothing done to the catheter. During the revision the catheter was aspirated and everything seemed fine with it. The patient was doing so much better after the pump was replaced and they believed there was something wrong with the pump. The pump was filled with lioresal; it was unknown what was previously in the pump. It was unknown when the patient symptoms started.

Event description:
Additional information: per reporter the pump over infused the patient, malfunctioned. They do not know what the root cause. They admitted to the pocket fill but denied that it is what caused the over infusion and coma (unclear if this was the prior pocket fill the reporter was referring to and this has been reported in MFR report# 3007566237-2013-02063). Per reporter it was a bad pump on the recall list. It was stated that the patient ended up in a coma. He came out of the coma and recovered with no sequela. The family was going to have it removed but they have had a change of heart. They want a new pump put it. They are going to have it explanted and a new one placed. The surgery has not been scheduled as of yet. This was a very sensitive subject because the family was still upset even though they were still working with the healthcare provider. Per reporter it was not 100% the patient is getting a new pump but that it is likely.

Event description:
It was reported that the patient had overdose symptoms shortly after refill. They were questioning a pocket fill. Additional information received reported that within two hours after a refill the patient experienced major overdose symptoms and went to the emergency room. They pulled out 4-5cc less than was expected. It was unknown if a pocket fill had occurred or if the device had sped up. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was replaced. There was no patient injury. The device system contained lioresal.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. The pump passed all infusion and n on-destructive testing. Dispense testing and additional 24 hour infusion testing at 37 degrees centigrade and also 43 degrees centigrade passed showing that the pump was dispensing accurately. The septum was examined and no definitive damage or coring that could promote a leak could be seen. The logs where examine and no anomaly appears to have occurred at any time.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.